Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure;battery.specific component(s) involved: external battery malfunction;causative or contributing factor: no specific contributing cause identifie;intervention(s): replacement of external battery;other intervention :type: lvad.